Event description:
It was reported that "dr (B)(6) informed me that a xia 3 pedicle screw (6.5 x 45mm) has broken. The case (trauma) was performed on (B)(6)-2009. The broken screw in right l3 was noticed on x-ray taken on (B)(6) 2010. There are no plans currently to remove the broken screw."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.